Event description:
It was reported that the physician has concern there is no visual difference at the lead end/pin so that the atrial lead can be differentiated from the ventricular lead. The physician indicated "the risk of making mistakes (switching the atrial and ventricular lead) is too big." In the future, the physician plans to not use the same model/manufacturer lead in the same patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.